Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated a tampon came apart upon removal and tampon pieces remained inside of her daughter. She is not confident that all pieces were removed. The consumer states that her daughter is doing well and does not plan on seeking medical assistance.